Event description:
A medtronic ent representative received a report, from a site, that their fusion software application was unresponsive and a hard re-boot of the navigation system was required to restore functionality. The site did not provide any further details. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported the site operating room (or) director stated the issue was noticed immediately after a software upgrade to en 2.3. Also stated that the reported issue had not reoccurred; this system had been used in multiple subsequent cases with no software issues; and the system functioned as it should. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Software investigation completed. It is suspected that incomplete installation resulted in application becoming unresponsive as once the system was rebooted after installation there was no further issue seen.